Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient wasn't using stimulation because after she had a gastric bypass, she lost (B)(6) pounds and she wasn't having as much pain. The rep reported that the battery was giving her pain because it was starting to move related to her weight loss. The patient last charged the battery in (B)(6) 2018. The rep reported that the patient didn't notify the manufacturer of the battery site issues because she was having it removed. The issues were resolved. No further complications were reported.